Manufacturer narrative:
System was used for treatment. Kit lot d132 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed. No trend was detected for drive tube leak/break or alarm #7: blood leak? (Centrifuge chamber). A corrective and preventive action has already been initiated for drive tube leak/break. (B)(4) completed: service engineer cleaned the instrument, changed the o-ring, the leak detector and performed the system checkout test successfully. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. A photo analysis was conducted for this complaint. Review of the customer submitted photographs confirmed the reported drivetube break. The analysis determined the most likely root cause of the reported leak was the lower bearing stop delaminating from the drive tube. This allowed the drivetube to twist against the lower drive tube clamp. The drive tube was torn at the base and leaked. Corrective and preventive actions have already been initiated for drive tube leak/break. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
Alarm 7 blood leak? (Centrifuge chamber) reported at 1350ml of whole blood processed (wbp) due to a broken drive tube. Treatment was aborted. Patient reported as stable. (B)(4) was dispatched. Customer submitted photos for investigation.